Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was treated with manual injections. The customer was admitted to the emergency room visit. The customer's blood glucose at time of emergency room visit was unknown. The customer perform high pressure test and passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer is not on pump until the doctor tells him to go back. The customer was advised that pump is working as designed.